Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.75x16mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, while inserting the device into the guide, the shaft broke midway from the hub. The device was removed normally. The procedure was completed with another of the same device. No patient complications were reported and the patient status was fine.